Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an 80 mm abdominal aortic aneurysm. The proximal aortic neck was 22 mm at the renals, and 28 mm at the origin of the aneurysm. The neck was short (12 ¿ 15 mm long) and angled, with mild calcification and thrombus. The distal diameter of the right iliac artery was 15 mm, and the left was 18 mm. The iliacs were mildly calcified. It was reported that due to the short and angulated proximal neck, the 32 mm stent graft was used in the 22 mm neck to try to get a good seal. No evidence of an endoleak was seen at implant. A follow-up CT done two months post-implant showed the aneurysm size to be 73 x 84 mm with no evidence of endoleak. Imaging done 17 months post-implant showed the aneurysm size to be 78 x 88 mm. The stent graft was noted to be 5-8 mm below the renal arteries, and the proximal neck was noted to be shorter than it was at index. No evidence of endoleak was observed. The physician believes the stent graft likely migrated; however, they had to go up and over during the index procedure which also could have caused the stent graft to move down. The c-arm used during the index procedure was noted to be of poor quality. No additional clinical sequelae were reported, and the patient is fine. A review of returned films pre-implant showed that the proximal neck was approximately 21mm in diameter, 1.5cm long, angulated 40deg (l-r), with moderate calcification. The max diameter aaa was 8cm. The iliacs were calcified bilaterally. Several still angiogram images at implant showed that the device was brought up the right iliac, and images seen just prior to suprarenal stent deployment showed that the bifurcate was positioned just below the renals. Images post-deployment were not provided; therefore the final position of the bifurcate could not be assessed. The ipsilateral limb and extension were placed into the right iliac, and the contralateral limb and extension were placed into the left iliac crossing the ipsilateral limbs. Final angiogram image was not provided. Non-contrast cta's 17 months post-implant showed that the bifurcate was positioned just below the renals within the short and angulated neck. The proximal stent graft od was 23mm. The max aaa diameter was 84mm. Since the films are non-contrast any possible endoleak could not be assessed, but no obvious stent graft issues were seen. Additional angiogram images showed that the stent graft was approximately 5-10mm below the renals; however the renal orifice could not be clearly seen. Possible contrast was seen within the aneurysm sac, but the endoleak type could not be confirmed. There is a short proximal seal, and a proximal type I endoleak could not be confirmed or ruled out. Since the precise location of the stent graft at implant is unknown, it cannot be confirmed (or ruled out) if the device may have migrated. It is possible that disease progression from the shortened proximal neck may have contributed to the possible migration.

Event description:
Additional information was received. An endurant 32x32x49 cuff was implanted to address the migration.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (migration, aneurysm expansion), patient¿s condition affected effectiveness of device (migration may be due to disease progression; short <(>&<)> angulated neck), (insufficient information; cause of the aneurysm expansion is unknown). Conclusions: known inherent risk of a procedure (migration, aneurysm expansion), device failure related to patient condition (migration may be due to disease progression; short <(>&<)> angulated neck), (insufficient information; cause of the aneurysm expansion is unknown).